Manufacturer narrative:
The cadiere forceps involved in this event has not been received for failure analysis testing. Therefore the root cause of the event has not been determined. A review of the site's complaint history found no other complaints related to this issue. A review of the instrument log for the cadiere forceps (470049-7/n10191204-0022) associated with this event has been performed. Per logs, the cadiere forceps was last used on (B)(6) 2021 on system (B)(4). The instrument had 2 uses remaining after the last procedural use. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported based on the customer-reported issue as the cadiere forceps instrument had a wire sticking out while inside the patient and a fragment reportedly fell inside of the patient. The fragment was retrieved and the procedure was completed with no further issues reported. At this time, it is unknown what caused the breakage to occur, and the instrument has not been returned for analysis. Although there was no patient injury that resulted from this event, if this failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted bladder augmentation surgical procedure, the 8mm cadiere forceps instrument had wire sticking out of the wrist portion. There were no fragments left inside the patient. Logs reflected no related errors. The procedure continued as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".